Event description:
It was reported that the small pin gets stuck in the collet due to the impreglon coating on the collet being worn off. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The MFR evaluated the device and upon disassembly the impreglon coating worn off the collet. Impreglon coating wear debris will cause the collet lever to stick and not release an inserted wire or pin. The device is not repairable.